Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a meniscus repair surgery the meniscus of the patient was harmed by the device, because the backstop didn`t lock in the back of the meniscus & bisected the finisher of the needle site. The device broke and the suture is cut. All broken parts were retrieved from the patient. Due to the failure the surgery was not finished successfully. A revision surgery on (B)(6) 2022 and a change of the surgical technique to an inside out procedure was required. No further information received. Update on (B)(6) 2022: it was confirmed that no revision surgery was required. The devices failed in the initial surgery. Due to the error the surgery time was prolonged and the surgical technique had to be changed to an inside out technique. The surgery was finished successfully with further devices. No permanent damage occurred to the patient.